Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: cutter device, foot pedal device, (B)(6) 2022. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that there was a normal pop sound, and the motor device could not retain power, and the cutter device was not rotating. According to the reporter, the tool air pressure was fine and was set at ¿1000 kilopascal (kpa)¿, the foot pedal released tool air and sounded good, and the hose was not flaccid when the foot pedal device was activated, that showed the hose still had air following through. It was further reported that air flowed through the handpiece without any leaks. However, the cutter device was not rotating. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a hose damage (excluding rupture) and would not run. It was further determined that the device failed pretest for hose verification and rotational speed assessment. Therefore, the reported condition of the device stopping by itself was confirmed. The assignable root cause was determined to be due to component failure from wear.